Manufacturer narrative:
(B)(4). D6a: implanted between (B)(6) 2007 and (B)(6) 2019. G2: foreign - event occurred in china. G2: literature - xiao, q., cao, j., xu, b., et al. (2025) reconstruction of paprosky type iii acetabular bone defects in revision hip arthroplasty by using a combination of cage and morselized allografts. Bone & joint, 6(11):1515-1522. H6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article that one patient developed sciatic nerve palsy post hip implantation on an unknown date. The patient was managed with nutritional nerve drugs and rehabilitation training and recovered. Attempts have been made and no further information has been provided.